Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that patient used programmer to turn on stimulation last night and this morning. When patient turned on stimulation the stimulation feeling kept going on and off as of (B)(6) 2018. During troubleshooting patient synced with patient programmer and at first patient was seeing poor communication and then readjusted programmer antenna. Programmer showed stim off. Patient stated having auto accident before christmas but has used stimulation since then. Patient used programmer to turn on stimulation a couple weeks ago and everything was fine. Patient also reported break through pain as of (B)(6) 2018. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s device was not working, and this was the ¿different problem¿ that they were referring to. The patient stated that x-rays indicated that the placement of their connections seemed to be fine. The patient stated that no steps had been taken to resolve the device issue and pain. It was noted that the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient.it was reported that patient did not know the cause, patient went to turn on and the device would not stay on or they could feel nothing. Patient checked to make sure battery was charged, charged battery with hand held. Patient's pain has not resolved, saw a manufacturing representative (rep) and there is a different problem. X-ray to check connections. No further patient symptoms or complications were reported in this event.